Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a nonresponsive touchscreen on the ilet, with the unlock slider and pre-unlock icons (bell and cartridge) not reacting and attempts to unlock redirecting to the cartridge page that the user could not close; the screen was not visibly cracked, and the issue persisted after charging, and the device was replaced. Symptoms included no hypoglycemia, no hyperglycemia, and no injury, with blood glucose reported at 140 mg/dl and not affected. Outcomes included device replacement and continued cgm use via the dexcom app or receiver. Investigation included review of the user¿s description and video evidence and verification of device replacement logistics. Investigation of this device revealed a touchscreen input malfunction consistent with a device hardware/interface failure localized to the display/touch component. The device was placed on a charge pad where it powered on and booted. The screen was legible; however, the touchscreen was unresponsive due to the impact damage.